Event description:
Pt developed transfusion reaction during administration of packed red blood cells using a leukopore filtoc. Pt expired several days later on 3/27/99. Medical examiner report pending.